Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00585004202 lot 64530362. Item 00585002026 lot 63395807. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02923, 0001822565-2020-02925.

Event description:
It was reported that patient had a total knee arthroplasty and was revised due to disassociation, severe pain, swelling, and drainage associated with a previous infection. Attempts have been made and no further information has been provided.